Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a follow up, noise was observed that was diagnosed as vf episodes. Fluoroscopy revealed no lead anomalies and the electrical parameters were good and stable. The lead will be monitored. Patient condition was good.